Event description:
The needle for the insulin pen bent while giving a patient an injection. When needle was withdrawn, the safety feature did not go on. The needle was bent inside device and the patient was left with a very little 1 inch scratch on their right upper arm. The concern is not with the scratch but instead, not knowing whether the insulin actually got into the patient or not.